Event description:
It was reported that during a routine follow up, this right atrial (ra) lead exhibited high out of range pacing impedance measurements. A lead damage is suspected to be the cause. Physician decided to continue monitoring the patient via latitude system. At this time, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).